Event description:
It was reported that the tracking accuracy was off by unspecified amount during surgery with the insta trak 3500 system. The procedure was completed without incident. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an over the phone investigation. The ge service rep had the hospital tech check the bb's in the front of the headset and they were right on target. The verification point kept showing accurately when tested. The tech said that they checked the hockey puck transmitter placement and all was fine. Verification pad was also placed as it should be. The failure could not be duplicated. The system was found to be working as intended and put back into service.